Manufacturer narrative:
Product event summary: the lead was not returned but performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) associated with the right ventricular lead. Lead failure predictor triggered on (B)(6) 2016 for ventricular sics and non sustained tachycardia (nst). Twenty six nst episodes with short ventricle to ventricle intervals <(><<)>220 milliseconds from (B)(6) 2016. There was also indication that the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory and also indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pace impedance steady at approximately 432 ohms through (B)(6) 2015, spikes out of range by (B)(6) 2015 and remains unstable after that. Lastly, analysis indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. Eight inappropriate shocks delivered on (B)(6) 2016 due to the non-physiologic oversensing.

Event description:
It was reported that the patient received eight inappropriate shocks from the right ventricular (rv) lead. The lead exhibited high impedance and contains a confirmed fracture. The lead was programmed off and remains in the patient. No further patient complications have been reported as a result of this event.